Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose of 450mg/dl at morning. Customer¿s current blood glucose was 454mg/dl. Customer¿s high blood glucose was treated with needles. Troubleshoot was performed for high blood glucose. Customer declined to perform troubleshoot for presence of leaks or air bubbles in the tubing or in the reservoir and also for high pressure test. The pump was not return for analysis.